Event description:
A 0.9% sodium chloride injection bd posiflush 10 ml, lot 0293282. Rn flushing PICC line. After 7 ml administered plunger stopped. Unable to push forward or pull back. Prior and subsequent flushes worked.